Event description:
It was reported that burns were found on the pt's ear at the conclusion of a three-hour mastoid middle ear surgical procedure performed with an opmi pentero 900 surgical microscope system. The light intensity was reported to have been set to 15% at the start of surgery was found to be at 100% at the conclusion of surgery. It was further reported that the burns were second degree in nature and f/u treatment was required. The instrument serial number of the opmi pentero 900 microscope used during the surgery was not provided.

Manufacturer narrative:
There are two opmi pentero 900 microscopes on site: (B)(4) manufactured on 02/24/2012 and 03/09/2012. Which microscope was used during the surgery is unk. It was reported that the light was inadvertently increased to 100%, possibly while draping the microscope or during the surgery. The light intensity control via the hand grip has been disabled and the site is satisfied with its functionality and has not had any further incidents. The user manual has a 3- page section titled "risk of burn injuries caused by high illumination intensity" which discusses systems- related factors, surgery-related factors, pt- related factors and recommendations. In the "preparations for use" section, the manual states: "the light intensity is preconfigured in the factory settings to show a warning on the touchscreen when a threshold level of 25% is reached, thus informing the user of possible tissue damage when the light intensity is too high." Note: the date injection system displays info in the field of view. Site contact info: (B)(6),USA.